Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: the adapter fully seated adn calibrated on the idrive handle. However, when reloads were attempted to loan onto the shaft, they were unable to fully seat on the shaft. The scrub tech said there was resistance that prevented her from fully seating the reload onto the shaft. The tech opened another reload. Then, without pushing the close button, the product closed completely on its own. It happened twice throughout the beginning part of the case; however, did not happen again in the second part of the case. In addition, there were staple lines with a lot of bleeding. The surgeon was firing on stomach using 60mm purple reloads. The surgeon had to clip along an entire two firings of 60mm purple reloads. The next firing of the purple reload went smoothly and it was the last fire for that specific part of the case. Once the pt was repositioned and the surgeon moved to the chest part of the case, he did another eight firings that all went smoothly. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess og 500cc. The cause was not extended by more than 30 minutes.